Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f product are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one unsealed x-port isp MRI implantable port kit with several components were returned for sample evaluation. Visual and dimensional evaluations were performed. Uncoiling and stretch was noted on the guidewire. No core wires were noted to be protruding from the uncoiled portion of the guidewire. No other anomalies were noted. Therefore, the investigation is confirmed for identified stretch and deformation issues. However, the investigation is inconclusive for the reported difficult to insert issue as no objective evidence to confirm this was provided for review. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly did not pass through the needle. The procedure was completed using another device. There was no reported patient injury.